Manufacturer narrative:
The waist pack ((B)(4)), was not returned for evaluation and was disposed. Review of the receiving inspection records confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the unit in question was not available for analysis; analysis could not be performed as the device was not returned. Analysis could not be performed as the device was not returned and was disposed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The patient pack is used to safety secure, store and carry the controller and batteries. It can be used in or out of the hospital, when resting, sleeping or ambulating. The instructions for use (IFU) and patient manual caution the user to use only heartware supplied components with their heartware system. Users are instructed that the patient pack can be washed by hand using a mild detergent and cold water, or machine washed using the delicate cycle. Users are instructed to not use bleach and to allow it to air dry. Users are further warns to not used a clothes dryer and to make sure that the pack is completely dry before use. In addition, they are guided to inspect it for damage or wear before each use. Lastly, users are instructed to return any damaged components to heartware. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Disposed.

Event description:
A report was received that the plastic clip of a patient's waist pack was broken. A provided photo appears to confirm that the plastic clip of the device's strap was damaged. The waist pack was exchanged with no reported patient consequence. The damaged device was discarded by the site.